Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as garment is tight and causing burning swollen skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a hot patch and oxycodone for the skin irritation. Follow up indicated that the skin irritation improved.